Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
The complete lead was returned for analysis. Visual inspection revealed molded neck insulation between helix housing and molded neck separation from the anode ring. This separation may have been a result of damage sustained at the explant procedure. The distal ring showed signs of a clockwise twist, which is indicative of over-torque of the helix. The helix was in the extended positioned when received. The lead was determined to have been electrically continuous. The clinical observation was not able to be confirmed.

Event description:
The lead has been returned and is currently undergoing analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A lead revision procedure was performed where the lead was attempted to be repositioned. The helix was stuck extended and the lead was not able to be repositioned. The lead was explanted and replaced. There were no additional adverse patient effects reported. The lead is to be returned.